Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room with a blood glucose level over 700 mg/dl. The customer reported that she was feeling sick, then noticed that the insulin pump's battery was not working. She inserted another battery, then had her husband take her to the emergency room. The customer stated that she drank a lot of water, was treated with insulin, and went home without being admitted. The insulin pump will not be replaced or returned for analysis.